Event description:
Boston scientific received information that the patient implanted with this product exhibited an infection. A revision procedure was scheduled to remove the system. Attempts were made to obtain additional information however was unsuccessful. Evidence suggests the system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.